Event description:
It was reported that this lead was unable to be implanted as the helix was damaged and a fracture was suspected. This lead was removed/replaced prior to pocket closure. No adverse patient effects were reported.